Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has implant from 2003 and they are wondering if the patient can have an MRI. They stated the implantable neurostimulator (ins) was "deactivated" pretty much right after it was implanted. The dbs really was not helping and deadened the body. MRI guidelines were reviewed.